Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Mc1vr01-delsys d10: yes, return date: 10-aug-2020, h3: yes dev rtn to MFR? Yes, h6: FDA method code(s): 10, h6: FDA results code(s): 180, h6: FDA conclusion code(s): 4315. Product event summary: the partial delivery system was returned and analyzed. The analysis indicated that the lumen of the delivery system was torn. The articulation of the delivery system was out of plane. The articulation curve of the delivery system did not meet specification. The delivery system tether was broken/cut/pulled apart. Flat wire was found protruding from the delivery system outer shaft. The delivery system outer shaft was bent. The delivery system inner shaft was mechanically kinked/bent. Blood was observed in the lumen of the delivery system. Blood was observed on the flush tube of the delivery system. Blood was observed on the inner shaft of the delivery system. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. Blood was observed on the tether tube of the delivery system. The analyst noted a partial delivery system was returned with the device intact in the device cup and the tether pin was cut off. There is exposed flat wire mesh on the outer shaft at 3.7 cm from the distal end of the delivery system. The outer shaft is bent at 5 cm from the distal end of the delivery system. The inner shaft is kinked at 1.5 cm from the distal end of the recapture cone. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: h10 section d information references the main component of the system. Other relevant device(s) are: d1: micra d4:<(><<)> model #: mc1vr01us-delsys/ expiration date: 28-jul-2021/ serial#: (B)(6) UDI #: (B)(4) d10: yes dev rtn to MFR? Yes h4: <(><<)>mfg date: 27 feb 2020 h5: yes h6: patient code(s): c50675 h6: device code(s): c63318,c63034 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure the first leadless implantable pulse generator (ipg) was delivered to right ventricular (rv) septum and exhibited poor numbers at testing. The ipg was recaptured but delivery system deflection was not normal. The entire delivery unit was removed and upon examination an unusual curve was noted with the micra tip being out of plane. The ipg and delivery system was attempted not used and replaced with second leadless implantable pulse generator (ipg) device. The second leadless implantable pulse generator (ipg) was delivered to right ventricular (rv) septum, the device dislodged with tug test and was recaptured and when attempting to redeliver the catheter deflection was not normal, the delivery system was removed and upon examination and an unusual curve was noted with the ipg with the tip out of plane in exactly the same manner as the previous unit. The ipg and delivery system was attempted not used and replaced with a third leadless implantable pulse generator (ipg) device. The third ipg was inserted and upon first attempt at deflection to cross the valve the catheter exhibited the exact same inappropriate/unusual curve as the previous two ipg delivery systems. The third ipg was attempted and not used. No patient complications have been reported asa result of this event.